Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported the patient was having shocking sensation since (B)(6) 2020 it started right before the ins died it was like alerting her something was wrong. (B)(6) 2020 the ins battery died and they had the ins replaced in (B)(6) 2020. No further complications noted or anticipated.